Event description:
It was reported that the patient underwent a revision procedure wherein the lead was relocated for better coverage of lower back pain. The lead remains implanted, and patient was doing well postoperatively. No device malfunction was suspected.